Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific through a study that a leveen needle electrode was used during a radiofrequency ablation procedure performed in late 2007. According to the complainant, a planned pneumothorax was created prior to a radiofrequency ablation procedure. The ablation procedure was completed successfully. A CT scan to the thorax demonstrated no significant complications. The ablation probe was removed. The iatrogenic pneumothorax was evacuated. A small bore chest tube was left in place in the event that a pneumothorax later developed. However, no air leak was present at the end of the procedure. The catheter was removed the next morning without complication.